Event description:
It was reported "distal tip of catheter came off during insertion". Additional information received states "the iabp was being placed in the cath lab. The patient had to go to the or for a cutdown to remove the iabp tip". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a red bio-hazard bag/original carton. Upon return, the distal end of the iabc was immediately noted damaged including iabc distal tip/central lumen and bladder. The distal end of the bladder was noted damaged at approximately 81cm from the iabc luer end; the appearance of the damage is consistent with being ripped/ torn. The iabc central lumen was noted damaged near the iabc distal end at approximately 81cm from the iabc luer end; the appearance of the damage is consistent with being ripped/torn. The remaining length of the bladder (the distal end of the bladder) including the iabc distal tip and part of the central lumen was not re-turned with the sample. The peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was noted connected to the iabc short driveline tubing. The iabc bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned iabc. Dried blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key was connected to the iabp. The cal key was recognized. Upon checking, the fiber was noted broken at the location of the previously noted damaged iabc at approximately 81cm from the iab luer end. Despite the damaged central lumen, the iabc central lumen was aspirated and flushed using a 60cc labinventory syringe. Some blood exited. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the previously noted damaged distal end of the bladder. The iabc was leak tested again with the distal end of the bladder clamped off; no other leaks were detected. The guidewire was front loaded through the iabc luer. The guidewire was exited the central lumen from the previously noted damaged central lumen. Blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "distal tip of catheter came off" is confirmed based on the returned state of the device. Upon return, various damages were noted to the iabc distal tip/central lumen and bladder; the damages were consistent with the sample being ripped and torn. Sections of the damage were not returned with the sample. Due to the returned state of the device, it could not be confidently determined what initially cause these damages. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "distal tip of catheter came off during insertion". Additional information received states "the iabp was being placed in the cath lab.the patient had to go to the or for a cutdown to remove the iabp tip". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).